Event description:
The report received from the sapphire study indicated that the patient was enrolled in the study and that during the study index procedure, the physician was not able to cross the ostial left internal carotid artery (lica) with three (3 each) angioguard embolic protection devices: two each 6 mm. And one each 5 mm. A non-cordis embolic protection device was used. Two precise stents were implanted during the procedure: a 7 x 40 distal to the target lesion and a 7 x 30 overlapping the first stent. The 7 x 40 stent jumped during deployment and was placed distal to the intended target lesion. The two stents overlapped by five mm. The stents had good wall apposition and were post-dilated. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The residual stenosis was 0%. Post-procedure the patient experienced an adverse event (ae) of transient ischemic attack (tia). The ae was characterized by amaurosis fugax (both vision field loss), right hemiparesis and right hemitaxia. The onset was step-like. The event was unrelated to a cordis device, the index procedure or anticoagulation. No intervention/emergency cea surgery was performed. The patient¿s recovery was partial with minor residuals. The patient was discharged eight days after the procedure with a nih stroke scale score of with and a stroke score of three. The ostial lica target lesion was reported to be: a 95% stenosis, absent of thrombus, 20 mm. In length, 6 mm. Reference diameter, moderately calcified, severely tortuous, and eccentric. The lesion was pre-dilated.

Manufacturer narrative:
Concomitant products: precise stents: 7 x 40; 7 x 30; abbott accunet embolic protection device. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2013-00472 and # 9616099-2013-00473.

Manufacturer narrative:
Complaint conclusion: the cc has been updated to include the patient¿s significant medical history. During a carotid artery stenting procedure, the physician was unable to cross the ostial left internal carotid artery (lica) with three different angioguard embolic protection devices and ultimately a non-cordis embolic protection device was used. It was noted that the initial 7 x 40 stent jumped during deployment and was placed distal to the intended target lesion requiring placement of an additional 7 x 30 stent overlapping the first by five mm. The stents had good wall apposition and were post-dilated. The ostial lica target lesion was reported to be: a 95% stenosis, absent of thrombus, 20 mm. In length, 6 mm. Reference diameter, moderately calcified, severely tortuous, and eccentric. The lesion was pre-dilated. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The residual stenosis was 0%. Post-procedure the patient experienced a transient ischemic attack (tia) characterized by step like onset of amaurosis fugax (both vision fields loss), right hemiparesis and right hemitaxia. The event was noted as unrelated to a cordis device, the index procedure or anticoagulation. No intervention/emergency cea surgery was performed. The patient¿s recovery was partial with minor residuals. The patient was discharged eight days after the procedure. The patient's medical history includes: abnormal stress test, previous CABG, smoking, diabetes mellitus, coronary artery disease, myocardial infarction and hypertension. High risk criteria: unstable angina (ccs class iii/IV), abnormal stress test, knowledge of two or more proximal or major diseased coronary arteries with > 70% stenosis that have not or cannot be revascularized.(B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15839509 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, ¿if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.¿ with the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. This is one of two products used during the same procedure. Please reference MFR. Report #(B)(4).